Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle pulled out of the hub when recapping a dose of pfizer vaccine medication. The following information was provided by the initial reporter: "25 gauge 1 inch needle "collapsed/fell out of canula¿ when recapping a dose of pfizer, needle stick injury due to same. No blood mixing, put needle into sharps container. 1 wasted dose".

Event description:
It was reported that the bd eclipse¿ needle pulled out of the hub when recapping a dose of pfizer vaccine medication. The following information was provided by the initial reporter: "25 gauge 1 inch needle "collapsed/fell out of canula¿ when recapping a dose of pfizer, needle stick injury due to same. No blood mixing, put needle into sharps container. 1 wasted dose".

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.